Event description:
It was reported on (B)(6) 2013 that at the end of an anterior cervical discectomy and fusion (acdf) procedure at levels c3-c6, the surgeon was rechecking the implanted plate and screws. The surgical assistant noticed a small coiled sliver of metal at the c4 body level, and pulled it out of the wound. Further inspection indicated there were no other metal fragments, peelings or debris in the wound. The patient was then closed in standard fashion, and the procedure was completed. There was no report in delay and no report of harm or injury to patient. It was reported the patient outcome was fine. Update (B)(6) 2013 - additional information received by sc. It was reported: no lot numbers were available since they parts were implanted in the patient and the drill bit was discarded. The drill bit was mentioned since it was used during the surgery, it was observed as being whole and it did not fragment/break but the sc included all parts used in the surgery which also included: one drill bit, one 45 mm plate, seven 18 mm screws and one 16 mm screws. The metal sliver was saved by the hospital. Sc does not know if the hospital has the part ready/available for him at this time to send to synthes for an evaluation. Note: this report is for an unknown spine part. It is unknown which part had a sliver break off during the procedure; it is also undetermined if the metal sliver broke off from the listed items implanted/used in the surgery: ti vectra(tm) plate 3 level/45mm (part# 04.613.245) ¿ qty: x 1; 4.0mm ti cerv self-retain scr slf-tpng/variable angle 16mm (part # 04.613.616) ¿ qty: x 1; 4.0mm ti cerv self-retain scr slf-tpng/variable angle 18mm (part # 04.613.618) ¿qty: x 7; 2.5mm drill bit with stop 14mm (part 324.153) ¿ qty: x 1 the drill bit was observed in tack and not broken: its listed since the part (instrument) was used in the procedure. Sc confirmed the metal sliver (coil) was found in the c4 area of the patient during the washout and check for bleeders at the end of surgery. All items are listed used during the procedures since it is unknown if the fragment (coil) was from an instrument or device. This report is for an undetermined/unknown spine product(instrument/device). This report is 1 of 1 for complaint (B)(4).

Manufacturer narrative:
It is not known if the device was an instrument or implant. This report is for an unknown spine part; the part and lot number are unknown. Undetermined/additional product code/s: kwq (quantity x 3). Unknown. The lot and part number are unknown. The investigation could not be completed and no conclusion could be drawn as no device was returned and no lot or part number was provided. Placeholder.